Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd insyte autoguard bc catheter had a hole and leaked. The following information was provided by the initial reporter: rn was placing IV for infusion therapy. Upon advancing the catheter, while flushing with saline, rn noted that the portion of the catheter that was not in the patient had a hole in it. This caused a mixture of saline and the patient's blood to leak out of the insertion site. Catheter was removed from patient and site was bandaged up.